Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that "during the insertion of the PICC, the guide wire that comes with the catheter caught it and did not come out, making it necessary to remove the catheter". No other information was provided. 26.oct.23: additional info received. -there was no harm to the patient or healthcare professional -due to the difficulty in removing the guide wire, the catheter was removed -the sample was not sent to me due to contamination. No photos or videos.

Event description:
It was reported that "during the insertion of the PICC, the guide wire that comes with the catheter caught it and did not come out, making it necessary to remove the catheter". No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.